Event description:
On (B)(6) 2012, the patient claimed her blood glucose was elevated as high as 600 mg/dl since the animas pump was exposed to x-ray 4 times at 3 different air ports over the last few weeks. The patient's blood glucose reportedly has been good at 100-200 mg/dl except for one 600 mg/dl blood glucose reading. The patient did not recall the cause of the hyperglycemic episode, but remembered the site/infusion set was changed and injection via syringe was used abate the high episode. There is no evidence there is a direct correlation between the elevated 600 mg/dl and the exposure to the x-ray. This compliant is being reported because the patient allegedly had blood glucose over 500 mg/dl while on insulin pump therapy. The subject product has been replaced and requested back for investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.